Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services placed on 11/20/2013 stated that the patient came in for normal device check and noted high atrial thresholds and intermittent sensing. The impedance is stable. Patient has some complaints of dizziness but unsure if related since complaint was felt last week and the patient was fine during check-up. Patient is bradycardic at about 58 bpm. Presenting electrocardiogram shows loss of atrial capture. Lead revision was planned on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) community hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).